Manufacturer narrative:
Investigation completed 7/11/2017. A two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "bolt" or "break" for this product family ((B)(4)) shows that three additional complaints were received. No new design or manufacturing trends have been identified. The returned unit did not meet all specific functional tests. The xr2 standard adaptor knob threads are broke off in the xr2 clamp base, but root cause cannot be determined.

Event description:
The resident surgeon put his patient in the xr2 skull clamp and the bolt broke off from the swivel adapter shortly after. It was confirmed that there was no patient injury. Revision/medical intervention required. There was a delay in surgery due to product problem. Additional information has been requested.